Event description:
It was reported that champagne sized air bubbles were observed. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Tandem technical support educated customer that champagne sized bubbles will not affect bg.